Event description:
The facility representative reported an infuso.r. Pump with a condition of "sitting in shop for about a year, note on pump says intermittent, may run but then stop and alarm." The process step is unknown. However, it is known to have occurred in the "anesthesia" department. This condition had the potential to interrupt delivery. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an infuso.r. Pump with malfunction of "sitting in shop for about a year, note on pump says intermittent, may run but then stop and alarm" was confirmed during device evaluation. The cause of the problem was not identified because the device was returned unrepaired.